Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the leadless implantable pulse generator (ipg) the patient presented with bradycardia, low heart output, transitory acute renal failure because of hypoperfusion and secondary hyperkalemia. It was also reported that the ipg exhibited elevated threshold with no programmed autocapture, as a result the leadless ipg had capture failure. The ipg remains in use, no further actions planned. No patient complications have been reported as a result of this event. The patient is a participant in the post approval product surveillance registry cardiovascular group clinical study. It was further reported, the patient condition became serious, and in-patient or prolonged hospitalization occurred. The leadless ipg settings were re-programmed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the leadless implantable pulse generator (ipg) the patient presented with bradycardia, low heart output, transitory acute renal failure because of hypoperfusion and secondary hyperkalemia. It was also reported that the ipg exhibited elevated threshold with no programmed autocapture, as a result the leadleass ipg had capture failure. The ipg remains in use, no further actions planned. No patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported, the patient condition became serious, and in-patient or prolonged hospitalization occurred. Leadless ipg elevation of output performed and the device remains in use.